Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# va0753z, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Correction: the information regarding the lead dislodgement and the device being returned does not pertain to this event. (B)(4)

Event description:
It was reported on (B)(6)-2014 that the reporter called the patient on (B)(6)-2014. The patient had a lead revision done on (B)(6)-2014 because the lead stopped working. The patient was feeling the sensation in her vaginal area after implant, but over time she gradually felt it in her rectal area. Multiple reprogramming attempts were done, but the proper location could not be captured.

Event description:
Additional information received reported that the lead had completely dislodged from the foramen and was floating in the peri-sacral area. It was easily removed without dissection. It was noted that the device was being returned today.

Manufacturer narrative:
(B)(4).